Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulties completing the cartridge fill process. Customer's blood glucose level was in the 200s mg/dl range. Reportedly, the customer successfully loaded a new cartridge to address the issue.